Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effects of stenosis and angina are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience stent referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex (cx) artery. The 3.0x23mm and 2.5x12mm xience stents were implanted on 06/21/2021. Prior to the initial procedure, the patient's clinical presentation was unstable angina. On 11/15/2022, the patient was hospitalized with angina and it was discovered that the 2 stents were restenosed. Angiography was done to confirm restenosis. Balloon angioplasty was performed and a 3.5x20mm non-abbott stent was implanted to treat the restenosis. Myocardial infarction was not diagnosed. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.